Manufacturer narrative:
The device was returned to ekos for evaluation. Only the iddc was returned with the cables cut off, so a serial number was unable to be determined. The distal marker band was confirmed to have been detached from the ekos catheter upon evaluation. A witness mark was noted, indicating that the distal marker band was originally placed in the correct location during manufacturing. Distal of the distal marker band, damage was noted from the outer drug wall through the drug lumen. The user noted that a "fast cath duo fr. St. Jude sheath" was used during the case. This sheath contains a rotating hemostasis valve. The ekosonic IFU states: "do not use an introducer sheath with a rotating hemostasis valve to introduce ekosonic mach4 endovascular device. Insertion through a rotating hemostasis valve may results in removal of the radiographic marker bands, stretching, or other damage to the catheter." The tech stated to the local ekos representative upon follow-up that "the hemostatic valve was too tight. When going to withdraw the catheter after successful lysis, the doctor really had to pull hard to get the catheter out and the stripping occurred." The use of a rotating hemostasis valve most likely contributed to the stripping of the marker band and the damaged drug lumen noted upon evaluation. It was confirmed that the marker band was contained in the sheath prior to entering the body. The patient was reported to be "fine" and no additional procedure was needed.

Event description:
During a case on (B)(6) 2017, it was reported that the marker band came off of an ekos catheter. Initial follow-up from ekos representatives indicated that a "fast cath duo fr. St. Jude sheath" was used with femoral access. The incident occured upon removal of the ekos catheter and was caught in the sheath prior to entering the body. The tech involved in the case stated that "the hemostatic valve was too tight" and that the "doctor had to pull hard to get the catheter out and the stripping occurred".